Manufacturer narrative:
H6: evaluation conclusion codes - corrected. E1 initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual inspection and microscopic inspection observed that the imaging core and the imaging window were twisted. Microscopic inspection identified that the guidewire exit port, and the distal section of the tip were in good condition. Functional testing was performed with a test guidewire and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on 24feb2025. It was reported that crossing difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was unable to cross. The procedure was completed with another catheter of the same device. The patient status was good. However, device analysis revealed the imaging core, and the imaging window were twisted.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual inspection and microscopic inspection observed that the imaging core and the imaging window were twisted. Microscopic inspection identified that the guidewire exit port, and the distal section of the tip were in good condition. Functional testing was performed with a test guidewire and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on 24feb2025. It was reported that crossing difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was unable to cross. The procedure was completed with another catheter of the same device. The patient status was good. However, device analysis revealed the imaging core, and the imaging window were twisted.